Event description:
Loss of weight loss note after last adjustment. Pt noted weight gain, aspirting while asleep, band too tight. Adjustment made. Suspected port leak. Surgery planned. Follow up findings aspiration due to band to tight. Resolved with some of the saline removed from band.